Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient stated that right eye has calcium phosphate on the posterior surface of the lens. The surgeon has been put on steroid drops qid x 1 month, now is on tid. The patient has also taken a corticosteroid dose pack. Consumer notes the surgeon told him he had some clouding of the vitreous but has not seen a retinal surgeon. Additional information has been received and stated that, the patient had glistenings. The patient also states he previously had yag and had posterior synechiae that yag was supposed to treat.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been received from the surgeon and stated that, the patient had vitrectomy (as per the patient). The lens was explanted in a secondary procedure.

Event description:
Additional information has been received and stated that, consumer is going to have topographical prk (photorefractive keratectomy) done to correct residual astigmatism.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The product was not returned. The reporter was the patient. The patient¿s surgeon provided information that symptoms far exceed the amount of glistening present in the lens. Patient was sent to a retinal surgeon, cleared by retina. Surgeon stated consumer has had yag and referred to a specialist. The surgeon stated there was not enough glistening present to warrant a photo. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).